Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
The complainant alleged while attempting to treat an 86-year-old female patient, the device displayed "compressor failure - 1001", "compressor fault- 3001" and "compressor fault- 2001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive functional testing and stressing with a known good o2 supply and test circuit without duplicating the report. An internal inspection found no discrepancies. The manifold flow screens were replaced as a precaution. The device passed compressor calibration, o2 flow calibration, o2 kickstart calibration, manifold leak check, o2 leak filter and pressure calibration check, exhalation back up and autocal valve tests and was returned to the customer. The log review suggests o2 supply was potentially below the required pressure. Analysis of reports of this type has not identified an increase in trend.